Manufacturer narrative:
A3b) patient gender - not available from facility. D4/h4) the lot number was not provided; thus, the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld ez was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to non-function. Spectranetics lld ez lead locking device (lld ez) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight, lead on lead binding was encountered at the top of the inferior vena cava (ivc) and stalled, and the high voltage wires of the lead broke and bunched up in the superior vena cava (svc). Then, switching to the ra lead with the 14f glidelight, the lead was removed successfully with manual traction. Upsizing to a spectranetics 16f glidelight laser sheath, the rv lead was targeted; however, the patient¿s blood pressure dropped, and cardiac tamponade was detected via transesophageal echocardiogram (tee). Rescue efforts began, including rescue balloon and sternotomy. An svc/ra junction perforation was discovered and repaired, and the rv lead was removed post-sternotomy. It was noted that the lead was scarred in the area of the perforation, and with traction from the lld ez, a perforation occurred. The patient survived the procedure. This report captures the lld ez in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.